Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2012-05161. The pt has three percutaneous leads (two are from the same lot and the other is a different model) implanted for off-label use. It was reported the pt is experiencing overstimulation. The pt has been reprogrammed twice, but the issue remains unresolved. An impedance check was performed and revealed normal values. X-rays were taken and no anomalies were found. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.